Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. The distal portion of the shaft is twisted/stretched and is completely torn 4mm from the distal end of the sheath, the distal end of the sheath is stuck on the burr. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 05-may-2019. It was reported that the device could not cross the lesion. The 15mm x 3.5mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the device could not to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the distal portion of the shaft is twisted/stretched and is completely torn 4mm from the distal end of the sheath.